Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified an opening on valve and an opening on posterior. Leak test and microscopic analysis were performed which identified a cracked opening and a striated opening. Based on the device analysis the final assessment was a striated opening assessed as surgical damage consistent in the use of some surgical tools, and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.